Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 16mm-28mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 2.5mm-2.75mm in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 6f guide catheter was used. After a non bsc guide wire crossed the lesion, a 2.5x15mm balloon catheter was advanced for predilation. The percent stenosis of the lesion immediately after predilation was 80%. Then a 2.50x28mm promus element ¿ stent was advanced but was unable to cross the lesion. The device was removed and it was found out that the proximal portion of the stent was deformed. The procedure was completed using a 2.5x16mm stent. Post dilation was performed using a 2.5x8mm balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).